Event description:
The customer stated that he was hospitalized for high blood glucose levels with a reading of high on the glucose meter. Troubleshooting was performed and the insulin pump was programmed correctly. The customer ran a ten unit prime and insulin exited. The customer was unable to run the leadscrew test and he didn't have a tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.